Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer was treated with insulin pump. Customer reported that the auto mode was inactive at the time of event. Customer did not alleged that the insulin pump was under delivering. Customer reported that the auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.